Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and signal too low after multiple battery changes. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test, unexpected alarm error alarm test and displacement test. No unexpected signal too low or unexpected alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and reservoir tube cracked.